Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to interrogate the implantable cardioverter defibrillator (ICD) with the programmer. It was noted that the patient had an left ventricular assist device (lvad) magnet on the device at the time which triggered the magnet response tone. The ICD remains in use. No patient complications have been reported as a result of this event.